Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities with the device. While we are unable to determine the cause of the reported event, all of the graft manufactured within the reported batch passed non-destructive permeability testing, per product specification. In addition, a rep sample underwent water porosity testing and was found to be well within product specifications. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that a note was observed on the box of a 8mm 30cm hemashield plat wdv stating "right axillary 500ml blood loss." The surgeon stated that the graft "sweated" a little more than usual. A replacement device was used to complete the procedure. It was not noted if the pt was given a transfusion. The hospital did not report any pt effects.